Manufacturer narrative:
Medical device expiration date: na. Investigation summary: a complaint of flow issues was received from the customer. Four samples were returned with their packaging for investigation. Through visual inspection, foreign matter was found on the packaging and in the threads of all 4 sets. The samples were all flushed to test for fluid blockage. The sets were able to be flushed with no issue. The customer complaint of flow issues could not be confirmed, but the defect of foreign matter was confirmed. A device history record review for model 2000e lot number 20125045 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined due to the failure not being able to be replicated. A trend for this occlusion issue has been identified for this product line. A project has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 6 ll vlv adpt(stand alone) experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2000e, batch/ lot #: 20125045. We are running into this issue again with the smartsites, as they are not functioning properly yet again. The smartsite is not flushing when a 10ml normal saline flush is connected.